Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 the device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event was likely due to a failure of the power unit. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the olympus 4k uhd monitor was not powering up during use. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional information be received, a supplemental report will be provided.